Event description:
Internal report number: (B)(4). Event took place in the (B)(6) and has been reported to (B)(6). As epidural for labour was inserted with ease. Following this, an attempt to administer the usual test dose was made, however, extreme resistance to injection was encountered. The epidural was removed, and was found to have kinked at the 5 cm mark. This necessitated the insertion of another epidural. Reported as another batch has already been withdrawn by the MFR and allegedly new catheter design to be released.

Manufacturer narrative:
No specific corrective action due to mitigative preventive of hazards is assigned to this report. A review of the relevant device history records and the raw material history files did neither indicate recorded quality problems nor rejections related to this incident. If any further info is becoming available, MFR immediately will inform FDA. If no further info is becoming available, MFR considers this file as closed.